Manufacturer narrative:
It was reported that the waist pack's strap was damaged. The waist pack was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Applicable risk documentation and experience with events of similar circumstances were considered; events with damaged straps can be attributed to deterioration and/or due to the handling of the pack. The unit, however, was not available for analysis. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A report was received that the waist pack straps were damaged. Action performed is reportedly unknown. No patient complications have been reported as a result of this event. No further information has been provided.